Event description:
It was reported that the bronchofibervideoscope displayed a compromised image with black circles on the screen during preparation of a diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
The device has not been returned to olympus, but it is expected to be returned for evaluation of the reported issue. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received stating the event occurred during a procedure, which was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, additional information received from customer, and to correct b5 and e2/e3/g2 (information was inadvertently missed on the initial medwatch). The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of poor imaging with black circles on screen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Additional findings: failed scope leak check- scraped due to repeated insertion and withdrawal of brush/endotherapy accessories. Failed probe insulation-after vacuum aeration insulation ok. Leaking biopsy channel - after vacuum aeration image ok. Image guide breakage and a red crack. Switch 1-4 were not working. Bending section- after vacuum aeration, gets dry. Insertion tube had cuts or scratches. The control body user bar code, scope connector, and ultrasound connector after vacuum aeration, gets dry. After vacuum aeration insulation okay and lastly the angulation wires were stretched. Olympus will continue to monitor field performance for this device.